Event description:
Customer reported a delayed transfusion reaction an unexpected negative result when testing a patient sample with capture-r ready ID (crrid) on the galileo. The antibody screen was positive, but the ab_ID was negative. A full crossmatch was performed and 2 units of blood were transfused. There were no signs or symptoms of a transfusion reaction when the units were given. The patient was later was admitted to the hospital with a diagnosis of acute blood loss. Antibody 2_cell screen and ab_ID assays were performed and both were positive when tested on the galileo. Anti-e was identified.

Manufacturer narrative:
Crrs 2- the reaction strengths are listed below: well: a02, cell: 1, donor: (B)(6) (e- e+), rxn strength: 9. Well: b02, cell: 2, donor: (B)(6) (e+ e-), rxn strength: 44 (positive). Crrid- all cells resulted negative with patient sample. Cells 1, 3, 6, and 7 are e positive cells. Cell 3 is homozygous and cells 1, 6, and 7 are heterozygous. Cell 1 (donor (B)(6), e+ e+) gave a reaction strength of 8. Cell 3 (donor (B)(6), e+ e-) gave a reaction strength of 19. Cell 6 (donor (B)(6), e+ e+) gave a reaction strength of 9. Cell 7 (donor (B)(6), e+ e+) gave a reaction strength of 15. A service call was made. Performed pm, nf 60 waste pump upgrade, debubbler upgrade and replaced all washer tubing. Tested samples with expected results. Unit operating within specs. Customer has not had any further problems with unexpected negative reactions. The instrument is working as expected.